Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that there were communication and telemetry issues as well as coupling issues. Multiple attempts had been made to communicate with the battery, but the battery was too deep. The patient had less than 50% therapy relief and an implantable neurostimulator (ins) pocket revision was planned for (B)(6) 2014. The revision procedure proceeded as planned and follow-up appointments had been scheduled. The ins had a power on reset (por) which was yet to be cleared, but charging had been ¿dramatically improved.¿ no final outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the power on reset (por) was cleared. The implantable neurostimulator (ins) was functioning appropriately.